Manufacturer narrative:
There is no further patient information provided due to privacy issues. A review of complaints found no other complaints for this lot of ict sample diluent (12795un17) and no trends for the product in the field. Return testing was not completed as returns were not available. No file sample testing was performed as the sample had already been repeated on the current instrument and reagent with acceptable results generated. A review of the architect c16000, serial number (B)(4), result log identified the suspect sample and confirms the sample's low final results along with the iref delta which finds a stable reference voltage. The instrument history log shows several error code 3375 entries before and after the suspect sample analysis, but no error on the sample itself. The pressure monitoring system helps identify errors in aspiration. If the sample meets the minimum aspiration data criteria, it is judged to be an acceptable sample. A review of labeling concluded that the issue is adequately addressed. Based on the investigation no product deficiency was identified for either the architect c16000, serial (B)(4), or the ict sample diluent, lot 12795un17.

Event description:
The customer reported a falsely decreased sodium (na) result on one patient. The results provided were: (B)(6) 2018 na = 107mmol/l (135-145mmol/l). The results were questioned by the physician, so the sample was retested na=141mmol/l. There was no reported impact to patient management.